Event description:
The problem reported below was identified during internal testing activities of the viewforum product and has not been reported from a customer site. Viewforum is a product that allows images from all the supported modalities to be viewed, manipulated and compared in the same environment, providing access to all pt image data. Images from two different pts viewed in viewforum can be printed to one sheet without add'l identifying pt info. The sequence to cause the event are: 1) images of pt 1 are selected for printing, but the print job was not started. 2) images from pt 2 are selected for viewing by picking the thumbnail(s) in the worklist and pressing the button "view icon". Images of pt 2 are added to the print job by the system and the print sheet is confirmed for printing. A print may be labeled with one pt name but may contain images from this pt in combination with images from one or more other pts. No site using viewforum has reported this problem and there are no reports of pt injury. Customers will be notified of the problem and will be given new software with the problem resolved.